Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The following incident description was provided to caridianbct qa: the customer/operator noticed before rinseback that the removed plasma volume was less than displayed. Patient was fine (bp and pulse normal) and a physician examined the patient and found him fine as well. The customer informed caridianbct that no medical intervention was required.

Manufacturer narrative:
Fin (B)(4). Per a service call, no issues were found with the machine and it is operating within design specifications. Investigation: a simulated run was performed on (B)(6) 2010 using a tpe set. The set was primed and an error occurred stating "plasma valve not operating correctly", tried clearing alarm but alarm would not clear until the plasma line that was originally not installed correctly in the valve was repositioned. The alarm then cleared and prime continued with no further alarms. Caridianbct investigators could not create the condition by misloading the plasma valve tubing because the set would not pass alarm tests. Root cause: although the set was returned for investigation, no root cause could be determined. It is likely that the root cause of this incident is related to an occlusion in the plasma collect tubing line that self-corrected during the procedure as evidenced by some plasma waste being collected. It is unconfirmed whether this blockage was produced by a mfg defect of the cobe spectra disposable or by the way the disposable was loaded and handled at the customer site. Safety risk assessment: post-procedure, the patient was well without medical intervention to treat the hypervolemia.